Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the device was not charging because it was overdischarged. A physician mode reset was performed on (B)(6) 2018 and the device was revived. The issue was resolved and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the device won¿t charge, and the patient hasn¿t charged for a few weeks. No external factors were said to have contributed to the issue. No actions/interventions have yet been taken and it was unknown if the issue has been resolved. No further complications were reported.